Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was also noted the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. Subsequently, a revision procedure was performed. This ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.